Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the battery compartment. There was reportedly no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a visual inspection of the pump showed evidence of moisture corrosion in the battery compartment. The pump failed a leak test due to battery compartment cracks. The pump cover was opened and corrosion was found throughout the pump. Unrelated to the complaint, the display screen was dim and discolored.